Event description:
On (B)(6) 2011 customer reported that the dxc 600 pro instrument generated hydro errors, and had leaked the day before. Customer stopped and homed the instrument and it was in standby. Customer cleaned the spill with towels. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting and the customer found some moisture in between one cuvette and the wall of the reaction wheel. Cts suspected it happed when the customer had hydro errors. Customer reinstalled the reaction wheel and initialized the wheel. No temperature errors were observed, and customer washed all cuvettes. No further leaking was observed.

Manufacturer narrative:
(B)(4).